Event description:
It was reported the video processor exhibited the system was glitching. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the system is glitching due to worn out video connector pins, worn out light guide connector should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.